Event description:
It was reported that the device received channel error 210.5020. There was no patient involvement.

Manufacturer narrative:
The reported issue of channel error 210.5020 could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer¿s complaint of channel error 210.5020 could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received channel error 210.5020. There was no patient involvement.